Event description:
In 2009 I had filshie clips placed after undergoing a c-section. Since the clips have been in place I have had massive migraines, anxiety attacks, severe abdominal cramping, very heavy periods, major mood swings, and a ton more adverse effects from these clips. In 2012 it was found that the clips had imbedded into my uterus, causing the major pain I experience.